Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a reported depth of 4 mm on the non-coronary cusp and 6 mm on the left coronary cusp. Shortly after implant, the valve dislodged possibly due to removing the pigtail catheter. A snare was used to pull the valve up and the patient was placed on peripheral bypass for support. A second valve was implanted and post-implant balloon aortic valvuloplasty (bav) was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.